Event description:
Patient had surgery on (B)(6) 2024. A #19 round blake catheter was placed in her mediastinum. The catheter was reported as being removed on (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024. The patient saw her cardiologist to evaluate heart failure, and had a chest x-ray ordered on (B)(6) 2024. The x-ray report indicated "a catheter is present in the lower thorax". This was reported to the cardiothoracic surgeon. The patient returned to the hospital on (B)(6) 2024 and had the retained piece of catheter tubing surgically removed.